Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded and not air bubbles. (B)(4) .

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 513 mg/dl. Customer stated they were able to lower their blood glucose to 409 mg/dl with a correction. It was also found the customer's blood glucose later rose to 452 mg/dl. The customer's blood glucose was 311 mg/dl at the time of the call. Customer did not experience any symptoms of high blood glucose. Troubleshooting did not find any issues with leaks or air bubbles. Troubleshooting also did not find any issues with the insulin pump. The customer agreed to return the reservoir for analysis.